Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with history check failed alarm alarming the history file. The insulin pump had history check failed alarm due to corrupted history file. The insulin pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a history check failed alarm. The customer's blood glucose was 600 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with back-up insulin pump. The customer stated that a basal was not programmed before the alarm. The customer stated that the insulin pump was stored without a battery. The insulin pump will be returned for analysis.